Event description:
Customer reported that the insulin pump alarmed failed self test. Customer stated that the insulin pump is not communicating with the sensor or the meter. She was advised to disconnect and remove the reservoir, perform rewind and program a normal bolus into the air; bolus amount was recorded in the bolus history. Blood glucose value was 360 mg/dl; treated with manual injection. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency circuit board. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a shifted end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.